Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The drive support disk was inspected and no anomaly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 402 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with nothing but had tried bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer alleged insulin pump was under delivering. Customer stated that the drive support cap appears to be flush. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the insulin pump had passed the displacement test. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. The drive support disk was inspected and no anomaly noted. (B)(4).